Event description:
It was reported to philips that the device's image disk drive was full, which can impact imaging. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred, however patient and procedure outcome is unknown due to insufficient information. Philips was unable to confirm the allegation regarding the disk space low error which was displayed on the system as the issue has been resolved by itself. The logfile has been analyzed, however no failures were found on the event date. Therefore, no corrective action has been performed by philips. The codes were updated based on the investigation outcome.